Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) turned off on (B)(6) 2016 and the patient lost his patient programmer so he was unable to turn it back on. The patient also stated that he experienced speech problems and was not feeling well. Please see report number 3004209178-2016-15571.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.